Event description:
It was reported to boston scientific corporation that a cre rx dilatation balloon was used in the bile duct during a cholangoioscopy procedure to treat jaundice performed on (B)(6) 2025. During the procedure, two scivita scopes were used; however, neither provided an image or signal on the monitor. A larger scivita scope was then used, but it was too large to access the bile duct. As a result, the physician performed a balloon sphincteroplasty, which led to major hemorrhage. The bleeding was managed with an adrenaline injection and placement of a fully covered metal stent. It was also reported that the patient developed pancreatitis. Due to these events, the procedure was not completed. The patient was reported to have recovered after embolization.

Manufacturer narrative:
Block d4, h4: it was reported that upn m00558920, lot 34636266 and lot 34526682, were involved, with one device used and one device opened in error. However, the specific lot number that was used during the procedure could not be confirmed and was unavailable per account. Therefore, upn (m00558920) was used to process the complaint. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf patient code e0506 captures the reportable event of hemorrhage/bleeding. Imdrf patient code e1021 captures the reportable event of pancreatitis. Imdrf impact code f2301 captures the reportable event of additional device required. Imdrf impact code f1001 captures the reportable event of aborted/cancelled procedure.

Manufacturer narrative:
It was reported that upn m00558920, lot 34636266 and lot 34526682, were involved, with one device used and one device opened in error. However, the specific lot number that was used during the procedure could not be confirmed and was unavailable per account. Therefore, upn (m00558920) was used to process the complaint. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h2 (additional information): block b5 (describe event or problem) has been updated. Block h6: imdrf patient code e0506 captures the reportable event of hemorrhage/bleeding. Imdrf patient code e1021 captures the reportable event of pancreatitis. Imdrf impact code f2301 captures the reportable event of additional device required. Imdrf impact code f2303 captures the reportable event of medication required. Imdrf impact code f1001 captures the reportable event of aborted/cancelled procedure. Block h11: investigation results the device was not returned for analysis and was reported not available for return; therefore, a technical analysis could not be performed. A review of the manufacturing documentation for this device was unable to be performed as the lot number is unknown. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the events of hemorrhage, major, pancreatitis, additional device required, medication required and cancelled/rescheduled - post sedation/sedation unknown was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported to boston scientific corporation that a cre rx dilatation balloon was used in the bile duct during a cholangoioscopy procedure to treat jaundice performed on (B)(6) 2025. During the procedure, two scivita scopes were used; however, neither provided an image or signal on the monitor. A larger scivita scope was then used, but it was too large to access the bile duct. As a result, the physician performed a balloon sphincteroplasty, which led to major hemorrhage. The bleeding was managed with an adrenaline injection and placement of a fully covered metal stent. It was also reported that the patient developed pancreatitis. Due to these events, the procedure was not completed. The patient was reported to have recovered after embolization. Additional information received on april 7, 2026. It was reported that the procedure was aborted after the patient had a significant bleed. The procedure was being rescheduled once the patient recovered from the bleed; however, the rescheduled procedure date remains unknown despite good faith efforts.